Manufacturer narrative:
(B)(4). Note: although this report is related to a product that is labeled for use in the veterinary market, the product is identical to product that is labeled for human use. Therefore, this report is being submitted as a precautionary measure. (B)(4). No code available - this report was not associated with a human patient. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and retention samples from the reported lot, and surrounding lots. Visual evaluation was conducted and revealed no defects. In addition, functional testing was conducted and met manufacturer specification. A review of the device history record was conducted with no relevant findings. A review of the complaints files confirmed that the involved product/lot# combination has not been reported previously. Although the exact cause of the reported event cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. The potential cause of this complaint may include unintentional contact with the sharp object while attempting to remove the tape/bandage around the catheter site. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. (B)(4). Actual device not returned.

Event description:
Customer care reported the catheter device snapped off while in the patient's leg and a cut down was done to remove it. Follow-up communication from the user facility reported the following information on (B)(6) 2015: (1) the catheter was placed at 9:00 am for a dental procedure with no difficulty during entry or advancement into the vein; (2) it was reported that the patient had good veins; (3) it was reported nothing unusual was noted during the observation of the IV site; (4) upon removal of the catheter, the vet wrap and tape had been cut with bandage scissors lateral to the catheter/vein, cutting in a distal to proximal direction along the forelimb; (5) the vet wrap and tape were removed in a counterclockwise fashion along the palmar aspect of the limb and was removed without incident; (6) as the tape closer to the catheter was being removed, it was noticed that the catheter itself was coming out of the vein; (7) the catheter had been pulled out a few millimeters with the tape and the tape removal ceased; (8) removal of the catheter without tape was then attempted; (9) it was during this process that the catheter broke and the distal (2/3) portion of the catheter was discovered to still be in the vein; (10) attempts were made to remove the stuck piece with a hemostat while the vein was being held off, however the catheter piece was sucked up into the vein; (11) it was reported it was a clean break, but it was not cut; (12) the care center advised attempting a cut down procedure to retrieve the piece and the patient was referred to the care center for the procedure; (13) cut down performed to locate detached catheter; (14) was unable to locate the detached catheter; (15) it was reported the patient was not displaying any adverse reaction to catheter which was not located; (16) the patient was released; (17) the owners were advised what to watch for, and follow up as needed at (B)(6) state facility equipped with fluoroscopy equipment to further locate the catheter; (18) the patient's limbs and chest was radiographed to find the broken piece, but was unsuccessful; and (19) it was reported the patient is doing well.